Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. Unit received with cracked case at display window corners, belt clip slot and battery tube threads, minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has a blank display, a small crack at the top corner of the display screen and repetitive beeping sounds. The customer's blood glucose reading was 165 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.